Event description:
The patient presented with bradycardia while in the hospital for reasons not alleged against the vns. The patient's device was disabled for a trial period to determine the cause, as some of the patient's medications were also known to cause bradycardia. No other relevant information has been received to date.